Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that aspiration was abnormal and cutting was normal before vitrectomy surgery. The surgery was completed by replacing with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the inner cutter in the port and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration. The actuation and aspiration functionalities of the returned probe were unable to be tested due to the inner cutter remained in the port. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming, presence of adhesive observed at one place on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported aspiration failure due to inner cutter remaining in the port. However, the inner cutter remaining in the port could be a potential contributor factor of the reported aspiration failure at the time the reported event was observed. The cause for the inner cutter for remaining in the port is the separation of components within the probe, the exact root cause of the inner cutter detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated related to the component¿s detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).